Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for the last four weeks due to seizures. It was reported that the insulin pump was removed the first day of hospitalization. Customer's blood glucose levels were not included in the report. Nothing further was reported.